Manufacturer narrative:
Titan pump, one cylinder, and a torosa saline-filled testicular implant were received. (B)(6) 2021 10:30 am (gmt-5:00) added by (B)(4): according to the available information the titan touch was implanted on (B)(6) 2020 and the cylinder was replaced on (B)(6) 2021 due to a sizing issue. Additional information says that the old cylinder was replaced with a larger size, no issue with the device. The device was not returned for evaluation. Without the benefit of analyzing the device, quality cannot confirm any observations and cannot comment on the condition of the device. If the device becomes available, or additional information is received, quality will re-evaluate this complaint in accordance to procedures. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Manufacturer narrative:
The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted.

Event description:
According to the available information, the cylinder was replaced with a larger-sized cylinder. There was no issue with the device; the revision was due to a sizing issue.